Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the reported phenomenon was a normal operation sound that would be caused by opening/closing a solenoid oxygen valve at the time of using high-pressure oxygen. The solenoid oxygen valve and flow sensor assembly were inspected but no anomaly was found. As a result of device checking, a noise was observed to occur while the blower was operating. The blower assembly was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time

Event description:
Philips received a complaint from a medical engineer (me) reporting an unusual sound with a vibration on v60 ventilator. The device was in clinical use. No medical intervention nor delay in therapy was reported; there was no harm. The me reported and confirmed the reported phenomenon with a philips sales representative. The sound and vibration occurred from the device at the time of pressure fluctuating, when used with the setting of o2 at 100%. The sales rep explained that the phenomenon could occur in case an oxygen valve opened/closed. However, the me mentioned that the sound and vibration were louder than those from another v60. The sales rep reported the device to be operating per specifications and no failure was identified. The investigation is ongoing.